Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated that his implantable neurostimulator (ins) "hasn't worked since (B)(6) of last year." It was added that the patient stated "it won't sync." The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).